Manufacturer narrative:
B5 should include catheter issue and h10 should include related report number.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial leadless pacemaker (lp) and the catheter exhibited a positioning issue. When attempting to reposition, x-ray imaging was performed and revealed a pericardial effusion and it was noted that the patient experienced hypotension. A pericardial puncture was performed and a thoracotomy was then performed. Upon review, it was noted that the patient experienced a perforation. The lp was not used. The patient was in stable condition.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial leadless pacemaker (lp) exhibited a positioning issue. When attempting to reposition, x-ray imaging was performed and revealed a pericardial effusion and it was noted that the patient experienced hypotension. A pericardial puncture was performed and a thoracotomy was then performed. Upon review, it was noted that the patient experienced a perforation. The lp was not used. The patient was in stable condition.